Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in hospital for scheduled device change out procedure. During the procedure, the right ventricular lead exhibited loss of capture after it was disconnected from the chronic device. Prior to the procedure, the lead was functioning appropriately. The lead was capped and replaced. There was no adverse events associated with this process. The patient's condition was stable and would continue to be monitored.